Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with an infection. Upon further observation, it was discovered the device pocket was infected. The system was explanted without issue. The patient was stable.